Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving morphine and baclofen at unknown doses and concentrations via an implantable pump for an unknown indication for use. It was reported that the patient had a baclofen pump who was also taking a "modest amount of hydrocodone for chronic spinal pain". The hcp changed the solution in the pump to add morphine at 0.5 mg/day and one day later, the patient had died from an opioid overdose.